Event description:
It was observed that during the device evaluation, the oes uretero-reno fiberscope exhibited that the foreign material was stuck inside the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additional reportable malfunctions were found during the investigation which noted: foreign material stuck inside the forceps channel port. Based on historical data, it is most probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. However, a root cause analysis could not be determined/identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.